Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: unknown, implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that a query was received from an hcp asking "what is the maximum dose of baclofen, we have a patient who is on almost 1400mcg/day but their spasticity is not being managed." At the time of the report the issue was not resolved, but the patient status was "alive without injury." Additional information received clarified that the patient had more or less from the start began experiencing the issue with their spasticity not being managed, it was also noted thought that it was relatively gradual/regular over a 3-year period. It was indicated that there were no known external/environmental/patient factors that may have caused or contributed to the event. It was further reported that the hcp didn't believe the issue was with the pump and that they had only contacted the manufacturer to obtain advice about a maximum dose. It was also clarified that the patient had experienced a therapeutic effect with the system and always had a response to the drug, but it had never been optimal and the hcp kept being asked to increase the dose. The patient's managing hcp had referred the patient to another center to explore the problem further in case it had something to do with the patient' catheter being blocked/kinked or not fully connector. The patient went there at the end of october/beginning of november. That hcp was not sure the patient was getting the 700mcg/day they had last increased the pump to, so that hcp took the patient's regime down substantially and then the patient experienced withdrawal. From that, the hcp concluded that it was obvious the patient was deriving benefit from the drug. The patient then underwent investigational surgery and a coagulant was found at the attachment of the catheter. This was further described as a small amount of tissue that was removed from the pump connector during the revision surgery. Csf backflow was observed, suggesting patency, and there was reportedly no catheter occlusion observed. Then, the patient's dose was increased substantially to 1050mcg/day, and since then they've taken it up to 1400mcg/day but they were reportedly worried about taking it any further. The hcps thus far had not been able to establish any triggers (bowels/ingrown toenails/bladder/other injuries/etc) for the patient wanting the rate increased. There was a gradual increase of her regime quite frequently, from the beginning, whereas most patients need 3 maybe 4 weeks at the most before they settle on a dose (according to the reporting hcp).